Event description:
(B)(6): customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff moved the pt to another room where the procedure was completed without further incident. Customer did not provide any other procedure or pt information than to say the pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) could not duplicate customer's report of no fluoro. Fse did a tube warm up, performed fluoro and digital spot and all was functioning properly. Fse did note the fluoro foot pedal showed signs of corrosion and water damage and recommend the use of foot pedal covers to reduce damage due to liquid. Fse verified proper operation per (B)(4) service manuals and completed service checklist (B)(4). Unit passed checkout procedures and was returned to service.